Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the motion batteries quickly discharge after being driven to an operating room. The batteries were not holding a charge. Replaced motion batteries and performed a system check. The imaging system is operational. The batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system batteries were not holding a charge. There was no patient present when this issue was identified. No additional details were provided.